Event description:
The customer reported that the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The single board computer was replaced by the hospital technician during the service call. The system was tested and found to be working and put back into service.